Event description:
It was reported that potassium (kci) was setup as secondary with flush as piggyback with duration of medication set for two (2) hrs (to run approximately 250ml over 2 hours). Critical care profile was used. Medication was delivered too fast per pump. Medication setup was verified by two registered nurses independently. There was no harm to the patient.

Manufacturer narrative:
Inspection: n/a, only the pump module device logs and customer¿s dataset were received for investigation, however the dataset could not be used due to it being the incorrect format. Log analysis results: event log: the event was reported to have occurred sometime on 16 january 2021. The pump module event log received covers the timeframe between 10 october 2017 and 03 february 2021, however the log has zero entries for the reported date. The event description also states ¿potassium (kci) was setup as secondary with flush as piggyback with duration of medication set for two (2) hrs (to run approximately 250ml over 2 hours)¿ which means the rate would be expected to be 125ml/hr ( 125ml x 2 hours = 250ml). There was only one instance of an infusion infusing at 125ml/hr, however the vtbi was 30ml. This is unlikely to be the event infusion since this infusion would complete in approximately a little over 15 minutes and not the stated 2 hours. Error log(s): the pump module error log also does not have any entries recorded on the reported event date. The log covers the timeframe between 23 february 2017 and 23 november 2020. The pump module (s/n 14838841) is unlikely to be the source device, based on the reported event description and review of the pump module device logs, test results: n/a, log review only. Test methods: n/a device history review: a review of the device history record showed the device had a manufacture date of 07 february 2012. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for pump module s/n (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record in trackwise and sap was performed for the pump module s/n (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. The root cause of the reported medication (potassium) infusing too fast was not identified. The device logs received for the pump module (s/n (B)(6)) is believed to have been incorrectly identified as the source device for the reported event, based on the event description and the pump module device logs. Executive investigation summary: the report of medication (potassium) infusing too fast was not confirmed. Review of the pump module device logs received, indicate that this was not the soure device. ¿ the event was reported to have occurred sometime on (B)(6) 202 ¿ the pump module event log received covered the timeframe between (B)(6) 2017 and(B)(6) 2021, however the log had zero entries for the reported date. ¿ the event description also states ¿potassium (kci) was setup as secondary with flush as piggyback with duration of medication set for two (2) hrs (to run approximately 250ml over 2 hours)¿ which means the rate would be expected to be 125ml/hr ( 125ml x 2 hrs = 250ml). ¿ there was only one instance of an infusion infusing at 125ml/hr, however the vtbi was 30ml. This is unlikely to be the event infusion since this infusion would complete in approximately a little over 15 minutes and not the stated 2 hours. ¿ the pump module error log also did not have any entries recorded for the reported event date. ¿ the device was not returned for investigation. ¿ the device was being used for treatment.

Manufacturer narrative:
No device returned. Because no device was returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified. Child patient.

Event description:
It was reported that potassium (kci) was setup as secondary with flush as piggyback with duration of medication set for two (2) hrs (to run approximately 250ml over 2 hours). Critical care profile was used. Patient was child age (B)(6). Medication was delivered too fast per pump. Medication setup was verified by two registered nurses independently. There was no harm to the patient.